Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.